Event description:
After installing the 8000-hour pm kit in the model 3100a, the bmet technician reported a problem with the cooling fan and the functioning of the "oscillator overheat" alarm/shut-down. There was no pt involvement.